Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. They had turned off the device prior to the ablation procedure but could not turn the device on after ablation. A rep came to meet them at the urology office and they were able to "reset" the device for the patient. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient had an ablation procedure for their heart and discovered the "internal device hast lost all data. Contact your clinician" message when they tried to turn stimulation off after the procedure. As a result of what was reported, the caller was redirected to their healthcare provider (hcp) to schedule an appointment for a device check and reprogramming. The caller noted the patient does not intend on following up with an hcp. No patient symptoms were reported and no further complications have been reported as a result of this event.